Event description:
The customer's husband stated his wife was hospitalized due to high blood glucose, pneumonia, an infection and a heart attack. The customer was hospitalized from (B)(6) 2014 to (B)(6) 2014. The blood glucose reading was over 600 at the time of hospitalization. On (B)(6) 2014, the customer said he was having trouble rewinding and priming the infusion set. The customer was assisted with the rewind and prime set up process for the infusion set. No further information was provided.